Event description:
Customer reported the system stopped working after ten minutes of fluoro time. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the power cord, lemo connector, and interconnect cable. System operates as intended.